Event description:
The tip portion of the rod holder broke off in a patient during minimally invasive spinal surgery. It was reported that the patient was obese and breakage occurred when the surgeon was forcing the rod holder through a large amount of soft tissue. The surgeon changed to a mini-open procedure and placed a uni-lateral construct instead of the bilateral construct that was planned.

Manufacturer narrative:
Visual examination of the returned rod holder confirmed the tip of the instrument had broken off. The cause of breakage cannot be positively determined, however, over exertion of the instrument during use and over-tightening of the locking mechanism can cause the distal tip of the instrument to break when locking rods and during use. Care must be taken to ensure that the device is not over-tightened as stated in the surgical technique and that the rod is in proper alignment with the screw head during placement. Review of the device history record for lot 0605mi confirmed the lot met specification requirements when released to stock. At this time, the complaint is considered to be closed.